Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4)

Event description:
Adverse event(s): "residual astigmatism" (postoperative refraction, unexpected). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A surgeon reported a pt with residual astigmatism following bilateral intraocular lens (iol) implant surgeries. Additional info has been requested. There are two medical device reports associated with this event; this report is for the left eye.